Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02479. The patient has two, 3166, leads for off-label use. It was reported one of the patient's leads showed invalid impedance. Per the manufacturer's device record database, the lead was explanted and replaced. Note: both leads are being reported because it is unknown which device was liable.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-02479. Further clarification via follow-up revealed both of the patient's leads were explanted and replaced on (B)(6) 2016 as previously reported. Follow-up also revealed surgical intervention resolved the patient's issue.